Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient experienced jolting of the battery pack and they reported their battery was turning itself off. The patient's implantable neurostimulator (ins) was reprogrammed, however the patient continued to experience jolting if their stimulation was set above 1.5 v. The patient's ins was explanted and replaced as a result of the event. It was noted that normal battery depletion was not the reason for the device's removal. There was no patient injury or death from the event and the patient recovered without sequela following the replacement.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the ins, model 37713, serial no. (B)(4), found no anomalies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.